Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after 1 month dental implant was installed in intraoral region 7#, its non-osseointegration was observed. In addition, 25ncm of primary stability was achieved, the patient presented bone type IV, immediate implant was performed and bone graft was executed.